Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, haemorrhage abnormal, parity 1, gravida ii, menorrhagia, bleeding, ovarian cyst and pelvic pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic laparoscopy bilateral salpingectomy on (B)(6) 2017). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2016. As per mr: (B)(6) 2016. One coil was noted to be trailing after the procedure. The left ostium was then identified a lot easier and once the coil was deployed, approximately eight coils trailing after the essure was noted at this time. As per argus (B)(6) 2022. As per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: findings: left fallopian tube: coil placement: satisfactory placement: the proximal end of the inner coil is in the tube <30mm from the uterine cornu occlusion: satisfactory occlusion: the tube is occluded at the cornu. Right fallopian tube: coil placement: satisfactory placement - the proximal end of the inner coil is in the tube <30mm from the uterine cornu. [Magnetic resonance imaging] on (B)(6) 2017: indications: pelvic pain. Findings: uterus: there are curvilinear susceptibility artifacts in the region of the bilateral uterine cornu. Compatible with fallopian tube contraceptive devices (essure). Conclusion: normal size and contour uterus with areas of mild to moderate sub endometrial hypointense signal in the uterine body; this is suggestive of adenomyosis. No evidence for myometrial cystic change, endometrial hyperplasia or polyp no discrete, well circumscribed uterine fibroid/myoma. Normal size ovaries without significant follicles. No adnexal masses. [Pathology test] on (B)(6) 2017: clinical information: pre and postop diagnosis: pelvic pain. Procedure: robotic laparoscopy bilateral salpingectomy. Specimen submitted: bilateral fallopian tubes with essure devices. Gross description: "bilateral fallopian tubes with essure device" with a metal coil in each center of the tubes consistent with essure device. [Ultrasound pelvis] on (B)(6) 2016: findings: uterus: presence of bilateral essure devices. Conclusion: unremarkable ovaries. No uterine fibroid. Presence of bilateral essure devices. Subcentimeter nabothian cysts. [Ultrasound scan] in (B)(6) 2016: ultrasound that was done in (B)(6) 2016 that showed an ill-defined mass. Fibroid, polyp and hyperplasia cannot be ruled out and therefore, in light of the abnormal period and the ultrasound finding, the patient desires surgical sterilization. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.